Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, no initial calibration occurred. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of no initial calibration. The root cause was determined to be signal loss during warm-up. The reported issue of no initial calibration is reportable based on the finding of permanent connection loss. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.